Event description:
As reported via legal documentation the patient had a right knee replacement on (B)(6) 2018. Approximately 1 year and 9 months after the initial procedure the patient had a right knee revision on (B)(6) 2019. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available. The patient has filed a short-form complaint in a multidistrict litigation titled in re: exactech polyethylene orthopedic products liability litigation, mdl no. (B)(4), and pending in the eastern district of (B)(6). Per the transfer order creating this multidistrict litigation, ¿plaintiffs¿allege that their knee or hip replacement devices¿failed prematurely because of degradation of the device¿s polyethylene component, which resulted in the premature removal (or planned removal) of the prosthesis at issue.¿ because the patient has filed a suit in this multidistrict litigation, the patient appears to allege that the patient was injured as a result of premature wear of an exactech polyethylene device.

Manufacturer narrative:
Pending investigation.

Event description:
It was reported via legal documentation approximately 90 months after a left total knee replacement the patient has experienced daily pain and discomfort in her left knee; swelling; gait impairment; poor balance. No medical or surgical interventions were reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Corrected fields: b1, b2, b3 (delete date-no event), b5, b7, d1, d4, d6a, d6b, d7a (delete date-no event), d10, g2, g4, h6. Updated fields: g, g3, g6. D10: ((B)(6)) 02-022-45-2010 - truliant tib fit tray cem sz 2f / 1t. ((B)(6)) 02-020-11-0220 - truliant ps cem fem ps cem left sz 2. ((B)(6)) 200-02-32 - three peg patella 32mm. ((B)(6)) 201-78-15 - holding pin mini sharp point 4 pk. ((B)(6)) 203-96-64 - sawblades ez1913.m62 90x19, 1.27mm non exactech r5/6/7. The product associated with the reported event is within the scope of recall z-0023-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event.

Manufacturer narrative:
The reason for the reported event cannot be confirmed from the information provided but may be due to prosthesis wear and/or inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. H4: corrected. H6: corrected. Health effect, medical device, component, and investigation clinical codes. H10 related report numbers: 1038671-2019-00547. Jp - reg. Report - 00007. 1038671-2025-01885. 1038671-2025-01936.